Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment/damage. Device issue: stent dislodgement. It was reported that after stenting, the entire length of the right coronary artery (rca), the guide wire was removed. Then, a distal lesion was observed, the guide wire was re-advanced and an attempt was made to advance the mini vision stent delivery system (sds) through the stented rca. However, during the advancement of the mini vision sds, the stent implant got hung up on one of the previously implanted stents and the mini vision stent implant dislodged. A micro snare device was used to successfully remove the dislodged stent from the pt's anatomy. No add'l event or pt info is available.

Manufacturer narrative:
.